Event description:
The lead was implanted on (B)(6) 2005 and explanted on (B)(6) 2011. Physician tried to advance lead poor sensing, physican tried to reposition lead unsuccessful lead removed. The procedure took place at (B)(6). The physician was dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).